Manufacturer narrative:
B3: event date is asked/unknown. Continuation of d10: product ID: a820, serial# unknown, product type: software. Product ID: hh90t01, serial# (B)(6), product type: mobile platform. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implantable pump for non-malignant pain. It was reported that they were having a little trouble with the boluses for about a year. They stated when they put the handset over the pump, and it first kicked on, it would quickly go from 0 to 90%. They had to wait a long time for it to go to 100%. The patient said they were moving it around slowly and try to stop everything. It just took forever. They mentioned that the person that puts the injections in said it had to do with resetting the boluses or something so they called the manufacturer and asked how to do it. The agent walked the patient through clearing data from the app, and the patient was able to deliver a bolus much quicker. The troubleshooting steps that were taken on the call resolved the issue.